Event description:
It was reported via user facility or voluntary medwatch #: (B)(4) that balloon rupture occurred. Percutaneous intervention, stent placement and balloon angioplasty were performed. The target lesion was located in the proximal right coronary artery. Two 3.25mm x 15mm apex balloon catheters were advanced for dilatation. However, during the procedure at nominal pressure, both balloons ruptured. The procedure was completed with another of the same device. There were no patient complications reported.